Event description:
Customer reports to have been hospitalized on (B)(6), 2014 with blood glucose of 600 mg/dl. Customer was hospitalized due to high blood glucose. Customer was hospitalized for six days and was wearing insulin pump at time of hospitalization. Troubleshooting for high blood glucose was performed for high blood glucose. Customer was not wearing insulin pump at time of troubleshoot as it was removed when hospitalized. Insulin pump passed the high pressure test and customer was advised that insulin pump was functioning as designed. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.